Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the pump had emitted an unknown call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: a review of the black box and alarm history showed call service 088 watchdog alarms. The battery compartment and cap were undamaged and able to fit securely. Evidence of moisture corrosion was observed on the display screen inside the pump. The pump alarmed with a call service 128 battery life alarm upon confirming the verify screen. The pump cover was removed to find further moisture corrosion to the power printed circuit board and to the keypad connector. The allegation of a call service alarm was not able to be fully investigated due to moisture in the pump.